Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown alert that was either sensor error or signal loss occurred. Data was evaluated and the allegation of sensor error alert was confirmed. The probable cause was determined to be sensor noise within product specification. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of an unknown alert is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.